Event description:
Healthcare professional reported right side grade iii capsular contracture, cysts, radial folds, fluid is observed between the fibrous capsule and the elastomer with discrete echoes inside. Device remains implanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma-late.